Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the full height drawer 3 was not detected on the bus. The customer indicated that medications are not being issued to the patient due to the malfunction. The field service engineer found fluid under all of the boards. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer had opened the back of the device and observed the pyxibus light flashing, reseated the row board cable with no change, and sequentially replaced the drawer board, retractor band, and pyxibus communication board which did resolving the issue. The engineer manually opened the drawer, removed the row boards, and found fluid under all boards and a shorted cubie pocket. All row boards were replaced, but the drawer remained non-functional. The engineer then retrieved a new full height drawer from the depot, installed and configured it, and performed a firmware update. The repair was verified by testing the drawer with hardware test application and confirming successful recovery and dispensing functionality. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.